Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was 257 mg/dl. Customer reverted to an alternate method of insulin therapy.